Manufacturer narrative:
Preliminary analysis of the patient files showed the v lead and/or lead-ICD connection issue. No anomaly is suspected regarding the ICD. However, each vf episode triggers the beginning of a charge of the capacitors. Repeated charges and discharges of the capacitors may have impacted the residual longevity of the battery and battery depletion is most probably link to the long charge time since implantation.

Event description:
Reportedly, on (B)(6) 2017, during the pre-replacement follow-up of the ICD, the user suspected ventricular oversensing (based on the egms stored in device memories), noise sensing in diagnostic events (labeled as vf), one inappropriate atp and fast battery discharge. The user decided to also replace the associated lead (volta 1 cr, sn (B)(4)). The ICD and lead were discarded and will not be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2017, during the pre-replacement follow-up of the ICD, the user suspected ventricular oversensing (based on the egms stored in device memories), noise sensing in diagnostic events (labeled as vf), one inappropriate atp and fast battery discharge. The user decided to also replace the associated lead (volta 1 cr, sn (B)(4)). The ICD and lead were discarded and will not be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2017, during the pre-replacement follow-up of the ICD, the user suspected ventricular oversensing (based on the egms stored in device memories), noise sensing in diagnostic events (labeled as vf), one inappropriate atp and fast battery discharge. The user decided to also replace the associated lead (volta 1 cr, sn (B)(4)).the ICD and lead were discarded and will not be returned for analysis.